Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 500cc mentor memorygel breast implant, catalog # 3505004bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with a 500cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The rupture was confirmed by MRI. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On 10-oct-2019, mentor received additional information that the patient was replaced with 500cc mentor memorygel breast implant, catalog # 3505004bc, left serial # (B)(4) and right serial # (B)(4). On 15-oct-2019, mentor received the suspect medical device. On 18-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported the patient experienced a rupture in the breast implant. During evaluation of the device it was observed to be ruptured. It was received in two parts, additionally a crease was noted within rupture. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).